Event description:
Caller reported a neonate inform ii blood glucose result of 191 mg/dl, lab result of 91 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.